Event description:
The customer observed falsely elevated alinity c total bilirubin results for one sample. The following example result was provided: (customer provided reference range was <26 umol/l). Initial result = 117.5 umol/l, repeat result 23.2 umol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending for the alinity c total bilirubin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67273uq09. The device history review did not identify any non-conformances or deviations associated with the likely cause list number. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity c total bilirubin reagent lot 67273uq09 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c total bilirubin results for one sample. The following example result was provided: (customer provided reference range was <26 umol/l) initial result = 117.5 umol/l, repeat result 23.2 umol/l no impact to patient management was reported.